Event description:
Additional information was received from the patient. The patient reported they met with the representative and were instructed to keep track of when the device would disconnect. So far it had not disconnected by itself.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that for the past 8-9 months, their implantable neurostimulator (ins) has been turning off by itself. The patient stated that they are using low settings, and when stimulation goes off, they are unsure how long it's off for. There was no report of programmer or insr use at the time stimulation turns off. The patient noted that they turn their stimulation off at night, and turn it back on in the morning. They mentioned that their stimulation turning off on its own will occur 0-3 times a month. The patient was to follow up with their manufacturing representative or healthcare provider. Indication for use is unknown.

Event description:
Additional information was received from the manufacturer representative reporting that the last time that they saw the patient was when the incident was reported. The battery was working fine during the appointment. The patient was sent home to diary any other time that it turned off and possible what they were doing at that time. The manufacturer representative had no other information regarding the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.